Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). (B)(4). In a f/u call to the facility, the reporter stated that the pump was set to infuse at a rate of 10 ml/hr at around midnight. Eight hrs later, the 250 ml bag was reported empty by the nurse. The reporter confirmed that there was no pt injury. The actual device has been received for investigation and the eval is in progress. A f/u report will be provided after the inspection results are available.

Event description:
As reported by the user facility: (B)(4); reports over infusion occurred (B)(6) 2012. A 250 ml bag heparin programmed to infuse 10 mls per hr. Noted there was 60 to 70 mls remaining in the bag at 6 am. Removed pump from pt and ran pump log. No pt injury.